Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated the architect analyzer generated falsely decreased troponin and tsh results on 3 patients. The results provided were: (B)(4) troponin initial = <10 / 309; (B)(4) initial= <10 / 146; tsh (B)(4) initial = 0.05 / repeat = 0.68. There was no reported impact to patient management. There was no additional patient information provided.

Manufacturer narrative:
The investigation included review of submitted data and a review of product labeling. The customer observed falsely depressed results for architect stat high sensitive troponin, architect tsh, testosterone, shbg, psa, fsh, hcg, lh, estradiol, cea, folate, prolactin and free t4 when tested with architect concentrated wash buffer, list number 6c54-58, unknown lot, incorrectly prepared with trigger solution. The customer prepared new wash buffer and all controls were back in range. Repeat testing of the patient samples using correctly prepared wash buffer generated as expected results. No returns were available for the investigation. A review for similar complaints determined that there were no trends for the complaint issue. A review of the architect systems operation manual details how to prepare wash buffer and that a probable cause for depressed/elevated results is trigger solution being used instead of concentrated wash buffer. Based on this evaluation no product deficiency was identified.